Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 21mg/dl. The customer was treated for the lows and released. The customer states the device did not alarm until they were at the hospital. The customer states they had received change sensor alarm. The customer declined to troubleshoot and request the device be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump communicated properly with the test minilink transmitter and the glucose sensor simulator; no sensor anomaly or radio frequency communication anomaly noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and chipped paint on the keypad overlay graphics layer.